Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During surgery, the capsular bag tore and required intervention to remove and replace the iol with a different lens model.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the related issue.